Event description:
It was reported that during a laparoscopic cholecystectomy procedure, could not insufflate with the trocar. A new trocar was used to continue the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.